Event description:
Arjohuntleigh has received a complaint where it was indicated that during the resident's transfer from the bed to the bathroom the resident started slipping out of the sling. The caregiver lowered the patient down to the floor. In accordance to information received it was indicated by the facility that the wrong size of sling was used for this resident. From the information received "a sling with the green trim" was used, but the "facility has sling with a purple trim that was to be used for this resident." The resident received bruises on the back where the sling was and a cut finger as a consequence of the event and was taken to the hospital. Reference MFR # 3007420694-2014-00046.